Event description:
It was reported that the patient was hospitalized due to poorly controlled type 1 diabetes ,sepsis, chronic pancreatitis with diarrhea and transaminitis. The patient's nurse stated that she had complaint of general weakness and label blood sugars and they were difficult to control. She stated that her insulin pump is currently expired. Patient's nurse stated that she had confusion, numbness and tingling in her lips, and came by ambulance. The patient discontinued their pump, started lantus and lispro, had a liver biopsy and treated the pancreatitis. The nurse was calling because she needed to get more pods for the patient while in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.